Event description:
It was reported that the day after surgery of intramedullary 10×320 nailing trigen meta-nail, the patient was taken to emergency due to persistent oedema and progressive hypoesthesia with dorsiflexion¿s impairment. (Cta) revealed the presence of a psa and avf. Endovascular approach under local anesthesia.

Manufacturer narrative:
Results of investigation: it was reported that the day after surgery of intramedullary 10×320 nailing trigen meta-nail, the patient was taken to emergency due to persistent oedema and progressive hypoesthesia with dorsiflexion¿s impairment. The associated device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record review cannot be completed. Complaint history review revealed no prior complaints for the listed failure mode. A relationship, if any, between the device and the reported incident could not be corroborated. There is no information that would suggest the device failed to meet specifications. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Updated results of investigation: it was reported that the day after surgery of intramedullary 10×320 nailing trigen meta-nail, the patient was taken to emergency due to persistent oedema and progressive hypoesthesia with dorsiflexion¿s impairment. The associated device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record review cannot be completed. Complaint history review revealed no prior complaints for the listed failure mode. A relationship, if any, between the device and the reported incident could not be corroborated. There is no information that would suggest the device failed to meet specifications. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Probable causes could include but not limited to patient medical history or patient reaction. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.